Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings and that the blood glucose ran high. The sensor reading was low when the blood glucose reading was 201 mg/dl and was 57 mg/dl when the blood glucose reading was 422 mg/dl. She had not treated because the alarms indicated that she was low. She treated with a bolus and declined troubleshooting. The insulin pump was not replaced or returned for analysis.